Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl while the pod was worn on the abdomen between 5 and 24 hours. Details regarding treatment were not reported.